Manufacturer narrative:
Reporter first name/reporter last name: asked but unknown (asku).

Event description:
This report is based on information provided by philips remote service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device does not start up. Based on the information available, it was determined that the device malfunctioned. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6)2013. All options associated with this defibrillator were discontinued as of (B)(6)2013. The end of support date for the device is (B)(6)2018. The customer was aware of the end-of-life terms and the device remains at the customer site. No further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.